Manufacturer narrative:
Correction: the correct explant date is (B)(6) 2015; not january 16, 2015, as previously reported. This report is filed june 25, 2015.

Manufacturer narrative:
(B)(4): device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved.the device was explanted on (B)(6), 2015.